Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 33mg/dl. The cause was unknown; however, customer is a brittle diabetic and indicated bg levels tend to fluctuate rapidly. Additionally, it was reported that the pump "glitched" and reset unexpectedly. In addition, it was reported that the customer experienced a bg level of 900 mg/dl, a loss of consciousness, seizures, a coma, an unspecified illness, and diabetic ketoacidosis. The cause was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. The customer declined to provide additional information regarding the hospitalization to tandem technical support. Further troubleshooting with tandem clinical support did not identify any issues or cause for the reported issues. Reportedly, the customer reverted to manual injections for insulin therapy.